Event description:
It was reported that 5-6 patients present with "highly aggressive" anterior capsule phimosis several months post lens implant. Reportedly, these patients were operated on different days and only one of them had pseudoexfoliation. The surgeon indicated that it is treatable with yag. The prognosis was reported as "ok" after yag. The exact number of patients or patient specific information has not been received. Additional information has been requested, but has not been received. This report pertains to patient 2 of 6. Please reference 1313525-2015-00121 for patient #1, 1313525-2015-00123 for patient #3, 1313525-2015-00124 for patient #4, 1313525-2015-00125 for patient #5, 1313525-2015-00126 for patient #6.

Manufacturer narrative:
The lens remains implanted, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.